Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, loss of capture and variation in atrial sensing which resulted in loss of sensing were noted on the right atrial (ra) lead. Diagnostic imaging was conducted which revealed ra lead dislodgement. The ra lead was explanted and replaced to resolve the event. The patient experienced no consequences.

Event description:
Additional information received indicated that p-wave amp variation resulted in undersensing.

Manufacturer narrative:
The reported events were for lead dislodgement, loss of capture, variation of atrial sensing, loss of sensing, and undersensing could not be confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but did find lead hi-pot failure due to procedural damage. Visual inspection and x-ray examination did not find any anomalies except procedural damage. The helix was noted partially extended and clogged with blood. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification.